Manufacturer narrative:
H11: additional manufacturer narrative: the device was not requested for return as there is no allegation of device deficiency and/or malfunction by end customer the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Momentis clinical trial. Edwards received notification from germany that this valve model 7300tfx29, implanted in mitral position, was explanted from this 58-y-o patient after an implant duration of 9 years and 11 months due to severe calcific degeneration leading to severe stenosis and increased gradients (mean pressure gradient (mpg) of 21mmhg), alongside several small thrombi found on the device. A 31mm bioprosthetic valve was implanted in replacement. The post-procedure transesophageal echocardiography (tee) showed no evidence of dysfunctionality or paravalvular leak with a mpg of 2mmhg, with no major pleural effusions nor evidence of pneumothorax. The patient was transferred to general ward on post-operative day 2, with no complications or adverse events are reported. The patient was finally discharged home one week post-procedure. A 30-day follow-up tee showed no evidence of dysfunctionality or paravalvular leak with a mpg of 4mmhg. The patient reported good cardiopulmonary exercise capacity undergoing rehabilitation, with no complaints reported regarding dyspnea, thoracic pain, or palpitations.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions) corrected data g1. H11: additional manufacturer narrative: the device was not returned for evaluation. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.